Event description:
Medtronic received information that during the implant of this 21mm avalus heart valve, it was explanted and replaced with an unknown product. The reason for the replacement was reported due to a sizing issue. Medtronic sizers were used for the implant, and both the barrel end and the replica end of the sizer were used. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.